Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they did not get an spo2 alarm when one was expected. No pt harm was reported.